Event description:
The customer reported that the system displayed motion error messages after cine runs and the rui joystick stopped working and the touch screen locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Motion calibration was performed and the new parameters were loaded into the system. The system was tested and found to be working as intended and put back into service.